Event description:
Per customer complaint, when the phlebotomist activated safety shield, it snapped off and the phlebotomist's finger was scratched with the needle through their glove. Account has been offered in-servicing and training on this safety product and any other safety products offered by bd.